Event description:
It was reported that "while the surgeon was tightening down a trio screw, the hex tip of the screwdriver shaft snapped off. The broken piece could not be found".

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering eval.